Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to verify the issue in the iabp logs. The fiber-optic module was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a sensor module failure. The console was swapped for another without issue. There was no harm or injury to the patient and no adverse event was reported. The iabp was taken to the hospital's biomed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a sensor module failure. The console was swapped for another without issue. There was no harm or injury to the patient and no adverse event was reported. The iabp was taken to the hospital's biomed.